Event description:
It was reported that the both monitors on the 9800 system went blank during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.